Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report that the pt was receiving constant alarms, with service code 204. The pt's nurse indicated that after inspecting the belt, there was a bent pin in the trunk cable connector. A pt service representative (psr) provided the pt with a replacement electrode belt. During the psr visit, the battery charger was experiencing resets. The psr indicated that the battery charger had likely been contaminated with water. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (alarms/service code 204/bent pins) has been confirmed. Upon eval, there was single pin broken inside the trunk cable connector. The cause for the alarms and service code 204 is a disruption in communication between the monitor and electrode belt. The cause for the disruption in communication is the broken pin in the electrode belt connector. The root cause for the broken pin cannot be positively identified but is likely physical abuse. Device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was resetting. The cause was contamination in the battery board. In addition, u13 (8-bit cmos flash micro-controller) was defective. The root cause for the contaminated battery board and defective u13 was unable to be positively determined, but was likely liquid ingress of an unk contaminant. No adverse event resulted from the defective electrode belt connector or the contaminated battery charger. The pt received a replacement electrode belt and battery charger. Device MFR date: sn (B)(4): (B)(6) 2011. Sn (B)(4): (B)(6) 2012.